Manufacturer narrative:
In compliance with regulation (B)(4) of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was observed that both batteries are old. The customer was advised to replace the batteries. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power during intervention on a patient. In this state the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power during intervention on a patient. In this state the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Section h6 results code of initial MDR indicates: energy storage system problem. Section h6 results code of initial MDR should indicate: operational problem identified. Section h6 conclusion code of initial MDR indicates: cause traced to component failure. Section h6 conclusion code of initial MDR should indicate: cause not established. Section h11 additional mfg narrative of initial MDR indicates: in compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was observed that both batteries are old. The customer was advised to replace the batteries. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: in compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue. It was observed that both batteries are old. The customer was advised to replace the batteries. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause could not be determined.